Manufacturer narrative:
Attempts for the return of the product as well as additional information requests have been made in order to identify the product involved in the reported event. The customer indicated that the product used for this event was discarded and the lot/serial number was not available. If new information is obtained, a follow-up report will be submitted.

Event description:
The customer reported the pulse ox cord intermittently would pick up patient o2 saturation, then stop working, attempts to reset monitor, and replug cord in were unsuccessful. No patient impact or consequences were reported.